Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by deleting the images. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had low storage space. Upon troubleshooting actions, fse identified a defective ippc. To resolve the issue, the fse recreated image storage and performed database tests. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated the message: image disk free space low. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.